Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse confirmed the leak from cut black stripe I-beam tubing through pinch valve pv42; the tubing was replaced, resolving the leak. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 5ml from the probe on a coulter lh 500 hematology analyzer when the instrument was switched from automated to manual mode. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.